Manufacturer narrative:
Customer service sent the customer a replacement device and return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer indicated she had been using the medela power supply and cord and it had been plugged into a wall outlet when the issue occurred. The device was received on (B)(6) 2020, but has not yet been evaluated. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that the charging port and charging cord for her freestyle flex breast pump melted.